Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h6, h11. The investigation for the reported hematoma at the insertion site has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details state the issue resolved with proper angle matching of insertion. Therefore, the cause of the access site adverse event was determined to be user related as the bleed was resolved by adjusting the angle of insertion.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed a large hematoma at the impella insertion site while being treated for acute myocardial infarction with cardiogenic shock. The hematoma required transfusion of two units of packed red blood cells. The device position was adjusted at the bedside, and the hematoma resolved with standard groin-site management. The patient remained critically ill on extracorporeal membrane oxygenation and was later escalated to an impella 5.5. Both impella devices functioned as expected, though blood transfusions were required during treatment. The family ultimately withdrew care due to the patient¿s critical condition, and the patient expired. The hematoma and transfusion were conservatively reported in association with the impella devices.